Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #1) used to treat the patient. The patient's attorney did allege injuries and consultations with medical providers; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st(device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1) on (B)(6) 2012 or (B)(6) 2013 or (B)(6) 2014 or (B)(6) 2014 and an unspecified bard/davol ventrio st (device #2) on (B)(6) 2012 or (B)(6) 2013 or (B)(6) 2014 or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against both the ventralex st (device #1) and the ventrio st (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges unspecified injuries and consultations with medical providers.